Manufacturer narrative:
Product evaluation: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. No additional complaints for this lot. No sample was returned, therefore, the condition of the product could not be verified. The root cause cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a glaucoma filtration device (gfd) implant procedure, a filtration issue was detected. The gfd remained in the eye. Additional information was provided that there was a lack of filtration, there was no efficacy from the therapy. Despite the increase of the cut to extract the device from the eye was failed.